Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported using apidra insulin. Tandem customer technical support informed customer that apidra is off label per the user guide. Customer changed tubing, canula, or cartridge to address the occlusion alarms and successfully resumed insulin. Customer's blood glucose level was 200 mg/dl.